Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. In particular, approx. 56.5 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The values of the parameters measured during the electrical and the mechanical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that during a pocket revision for a scheduled upgrade, this rv lead dislodged. The physician noted that the lead was not secured at the suture sleeve and during manipulation to expand the pocket for crt-p device implantation, the rv lead pulled back into atrium. The lead was explanted and replaced.